Event description:
A malfunction was reported on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.